Event description:
Boston scientific received information that the remote home monitoring system issued an alert for low out of range pacing impedance measurements on another manufacturer's right atrial (ra) lead and this device. Boston scientific technical services (ts) was consulted and reviewed the daily measurements which revealed several sharp declines in the impedance within the last year. There was concern over possible insulation damage with the ra lead, however no x-ray was taken to confirm, thus the cause remains unknown. The physician has opted to continue to monitor the patient. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.